Event description:
It was reported that prior to a device replacement procedure for normal battery depletion, the pulse generator was found to be operating in backup mode. No attempts were made to restore the device and it was explanted and replaced as planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.